Manufacturer narrative:
Implant regio 41 fractured. Construction was a telescopic crown combined with a removable bridge. Boneloss caused by patient related periimplantitis is documented. Material analysis concluded inhomogenous mechanical overloading of the implant and bruxism. Re-submission and re-coding. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.